Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a primary set, piggyback with backcheck valve, 2 clave y-sites, secure lock, 100 inch that reportedly had a hole in the tubing, there was no report of human harm.

Manufacturer narrative:
Investigation summary no product samples, pictures, or videos were received for investigation. The complaint of ' hole in tubing' could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.